Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "patients has a over delivery of drugs with the used of sapphire pump. Mrs (B)(6) from (B)(6) advised me that there were 2 events that there are patients involvement, and that the patients has a over delivery of drugs with the used of sapphire pump. She stated clearly that was not a pump issue but and user error. I contacted her to gather additional information. I will forward to you as soon I received them. I don't have the event date. It is a sapphire french multi therapy. Delay in therapy:unknown. Need for medical intervention:unknown. Patient involvement: yes. Human harm: yes, no details given".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "patients has a over delivery of drugs with the used of sapphire pump. (B)(6) from hospital (B)(6) advise me that there were 2 events; that there are patients involvement, and that the patient has an over delivery of drugs with the use of sapphire pump. She stated clearly that was not a pump issue but a user error. I contacted her to gather additional information. I will forward to you as soon I received them. I don't have the event date. It is a sapphire (B)(4) multi therapy. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes. Human harm: yes, no details given."